Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating test, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. The pump was received with a pump error 20 during the self test due to moisture damage on all electronic assemblies. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, corrosion on the force sensor assembly and moisture damage on the motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that they ran a self-test and the device alarmed pump error 20. The customer's blood glucose level ranged from unknown. The customer was advised that the device should be replaced. The customer was dissatisfied. No further details were provided.